Event description:
It was reported that the patient presented at clinic due to a high right ventricular (rv) lead threshold. Additional surgery was performed, and the rv lead was successfully explanted and replaced. The patient's condition was unknown.